Event description:
It was reported that the pt developed intracranial bleeding (hyperperfusion syndrome) post-op. The pt experienced the hyperperfusion syndrome later that evening or the next day following the procedure and the pt died. The procedure was eventful,with no complications or problems. The physician felt this is an expected complication with the surgery.